Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/3/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was done to retrieve the broken piece? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? If the needle piece remains in the patient: what tissue structure the broken needle was located? Is there any plan in place to remove the needle piece in the future? The surgeon removed it with the needle holder. There was no tissue damage. The following information was received: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? No. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that the needle broke. This is the second instance in the last 4 months. Same suture with the same lot number. Now this time also the same complaint coming from the same hospital with the same code and lot number. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. \ h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertain to product code nw9261. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Photo analysis:this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum package with product code nw9261. The picture is not clear to determine the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.